Manufacturer narrative:
Pump received with all buttons functioning properly however, found corroded keypad traces. No ramping numbers noted on the display. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump display numbers scrolled during a bolus and the numbers would not stop. Customer does not recall any significant events leading to the error. Troubleshooting was done for the keypad anomaly. Customer's blood glucose was 133 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.